Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case the exact cause of the ventricle perforation could not be determined; however, patient and procedural factors (placement of the guidewire or delivery system) may have caused on contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards territory manager that during a transfemoral tavr procedure, once the 26mm sapien valve was deployed, it was assessed and severe central regurgitation was noted. In addition the valve looked canted and deployed slightly higher on one side. Reportedly the patient¿s pressures remained in the 40's. The surgical team decided to prepare a second 26mm sapien valve. During the valve preparation chest compressions were started. The second valve was deployed in a more ventricular position and the patient¿s pressures were slightly improved. Cardio pulmonary bypass support was initiated and echo noted a large effusion. It was decided by the team to do a pericardial window to drain the effusion. The effusion was still quite large and sternotomy was performed to look for bleeding and a hole was noted in the left ventricle. The surgical team attempted a repair but this was unsuccessfully. Reportedly the patient passed away on table. In a post operative discussion, the possible cause of the ventricular perforation was the amplatz extra stiff guidewire or the delivery catheter during the CPR efforts.